Event description:
The following has been reported: issue: error 54-0080. Biomed disassembled and reassembled the pump to see if there was a connector to disconnect. No longer turns on. Maintenance issue: no. Was there an adverse event, patient effect, or treatment interruption? No. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The device was not returned to brézins as repairs were carried out locally. According to provided information, the power supply board and ribbon cable have been changed that solved the issue. The quality control is compliant. The defective parts were sent to brezins for further investigation. Once in brezins, visual inspection noticed that the connector j5 on the power board was torn off, that confirmed the reported event. The tests cannot therefore be performed. However this damage was likely due to the device being mishandled. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse.